Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had gone to a physical therapy session and stretching and back cracking was involved. The patient stated that their therapy had changed since their appointment. Impedances were tested for 0-7 and the lead that the patient needed programming on was all greater than 40k ohms. For electrodes 8-15 impedances ranged from 1470-2053 when the representative ran impedances at 3 volts and used a difference electrode reference. The representative stated they would try to use electrodes 8-15 to get coverage. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. System reported serial number on lead updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-11 e1 (rep): additional information: it was reported that the patient's lead was replaced on friday and the patient is getting excellent therapy. No further information was reported.